Manufacturer narrative:
The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reported problems with scope connection, problems related to leakage, and the device was not working. The issues were found during reprocessing. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, a distorted image was displayed, and the camera cable was observed to be kinked/knotted. The image issue was found to be due to the faulty cable. This report is being submitted for the malfunction found by service during evaluation of the device (image distorted).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the reported event (distorted image) was due to a faulty cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.